Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with blurry distance vision of the left eye approximately eight weeks following lasik treatment. The initial refraction noted low myopia; following cycloplegic drops, the patients uncorrected visual acuity improved suggesting likely accommodative excess. The patient was placed on cycloplegic treatment with a recheck in one month. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Additional information received; the patient is continuing to be monitored.